Manufacturer narrative:
Product ID: 8840, serial# (B)(4), product type: programmer. (B)(4).

Event description:
The manufacturer representative reported that the patient received a single pulse jolt when changing programs from number 4 to number 1. The patient came in with program 1 at 0.8v and was getting good therapy results. It was routine follow-up and they turned off soft start per an advisory, checked all impedances and they were normal, and decreased output on program 4 to subthreshold of 0.8v. The patient was programmed back to the original program number 1, which had been left at 0.8v, and the patient jumped and described it as a painful jolt. It was not still doing that, it was just the one jolt. Nothing more was done and the all was working well otherwise. The manufacturer representative wanted to know if this had anything to do with programming off soft start. They had not decreased program 1 to below threshold as the patient had been on it for most of the time and was briefly off it while they checked the other programs. No interventions were taken to resolve the issue and it was unknown if the issue was resolved. The patient was alive with no injury. Surgical intervention did not occur and was not planned.